Event description:
Information was received indicating that the cuff to a smiths medical portex bivona custom trach tube was asymmetrical upon opening package. The tube was inserted. However, following placement, the patient was not able to vocalize. The trach tube was changed out with an older one. It was reported that the patient gets a new custom trach every three months. There were no reported adverse effects.